Event description:
Patient had a revision of right hip replacement (birmingham hip resurfacing) due to device failure. Bhr femoral head: ref 74121142, lot 088403, 42mm diameter, exp. 05/2013. R3 acetabular liner: ref 71341154, lot 09bw22146, 42mm i.d., 54mm o.d., exp 02/2019. Ref MFR 3005477969-2014-00329.